Event description:
It was reported that the motor is underpower, there's a powerless clean action during surgery, however there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The device would not power on when connected to the original battery, but did power on and function normally when connected to a lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked electrolyte inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.